Manufacturer narrative:
Batch review performed on 21 november 2018: lot 153970: (B)(4) items manufactured and released on 10-nov-2015. Expiration date: 2020-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary surgery on right hip on (B)(6) 2012 and then on left hip (B)(6) 2016. On (B)(6) 2018 the right hip was revised due to unknown reason. The patient came in again 2 years and 7 months after the left hip primary surgery complaining of pain, due to the stem subsiding. The surgeon revised the liner with a medacta liner. The head and stem were revised with another company's product; utilizing an anterior approach. Revision performed successfully.